Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 59 mg/dl and glucose tablets were consumed to address the bg level. The customer did not know the cause of the low bg and declined to upload the pump data for review. When the customer was changing the cartridge a cartridge alarm 19 was received. Another cartridge was successfully loaded. There was no impact to the customer's bg due to the alarm.